Manufacturer narrative:
(B)(4). Device evaluated by MFR.:the device was returned for analysis. Upon return of the device, it was noted that the gauge needle was at 2atm. Visual inspection of the device observed dried saline/ contrast media in flexcil line of device. The gauge needle of the device did increase to 26atm when pressure was applied, however the needle did not return to 0atm when pressure was released. A test gauge was used for functional analysis and the unit passed all functional tests. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 18feb2015. It was reported that inflation failure occurred. The target lesion was located in the anterior descending coronary artery. A 26 encore balloon catheter inflation device was selected for use. During the procedure, it was noted that the device could not produce pressure. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable. However, device analysis observed that the gauge readings are inaccurate.